Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, two(2) suturefix ultra anchors malfunctioned in the same way. After insertion and testing, the anchors came out. The procedure was completed using a s+n back up device in an additional bone hole. A void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the labels. The anchors and sutures of both devices were not returned. The sliding ring has been pulled back, the lock is set, and the suture cleat has been exposed. The insertion devices have no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include rotation of the suture anchor device once seated or incomplete anchor insertion. Based on this investigation, the need for corrective action is not indicated.